Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result was 29 iu/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and the result was 16541 iu/l. The repeat result was believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 21015105 with an expiration date of 31-may-2018.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. Preventive maintenance was performed on (B)(6) 2017. Liquid flow cleaning and measuring cell prep was performed on (B)(6) 2017 prior to the event on (B)(6) 2017.

Manufacturer narrative:
A specific root cause was not identified. Possible root causes for this event may be sample quality and insufficient maintenance.